Event description:
It was further reported that the pt went to surgery for removal of the balloon.

Event description:
It was reported that during a ptca procedure for instent restenosis, in which two balloons were used simultaneously, the viva balloon ruptured circumferentially. It was reported that the balloon ruptured due to the stent or calcification. No pt injuries or complications occurred.